Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve procedure, the stapler had issues with firing and the handle was unable to recognize the reload. When the surgeon went to fire it showed 0 on the led screen as if it had already been fired. The reload was changed and it fired. When the physician put the second on, it wouldn't fire when he pressed the button. The physician had to open and reclose to get it to fire. No patient injury reported. The device is expected to be returned for evaluation.